Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the battery to charge and failure of the power supply and printed circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was returned to bench repair for completion of preventive maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, the device passed all diagnostic testing. Device error codes were noted in the error log indicating both soft and hard power failure as well as power vbus dropped. The internal battery, power supply and system printed circuit board assembly required replacement to address these issues. Additional findings not related to the malfunction/issue: the in-line proximal filter was contaminated, the flow sensor was contaminated, and the outlet panel was cracked requiring replacement. Preventative maintenance was completed.